Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on an unknown date, the patient underwent the following anterior lumber interbody fusion surgery in which rhbmp2/acs was used. As per op-notes, ¿the fusion was carried out by decorticating both endplates and implanting an appropriate-sized cage in both areas under radiographic guidance in a center-center position with two cages. These were packed with bmp and the interspace surrounding this was packed with bmp sponges as well. The wound was then closed after no bleeding was noted in layers.¿